Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Oral-b broke brush kept coming off in mouth [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush broke. The oral-b toothbrush head kept coming off in their mouth. No injury was reported.